Event description:
It was reported that, inappropriate therapy was delivered by the device. Abbott technical support was contacted, session records were reviewed, and incorrect interpretation of signal was suspected to be due to programming. The device was reprogrammed to resolve the event. The patient was in stable condition.